Event description:
A surgeon reported that a colleague had a pt with severe iris chaffing and uncontrolled intraocular pressure (iop) following an intraocular lens (iol) implant procedure. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. The product was not returned and not enough info was provided from the account to properly complete an investigation. Add'l info was requested on 02/01/2012 and 02/14/2012 by phone, fax, and mail. A completed questionaire has not been received. (B)(4).